Event description:
User facility has reported an increase of cuff ruptures and cuff leaks during the past 6 months. User facility has reported that during these incidents none of the patients had been adversely affected. The actual devices will not be returned to the manfacturing site for evalution.